Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device's power button has malfunctioned. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as during evaluation, the device was unable to be powered off via the on/off button. Upon further inspection, the root cause of the problem was found to be a damaged membrane line due to insect inhabitancy within the device. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device's power button has malfunctioned. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.